Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/03/2014 with the following findings: there were no cracks found on the display lens or screen: the reported issue was not duplicated. The following findings are unrelated to the reported issue: the returned battery cap was found to be damaged; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during the analysis. The display screen visual was found to be dim and discolored due to an unidentified display failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.